Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The 24mm device was fully recaptured and the pigtail catheter was reintroduced into the appendage when a small effusion was noted around the left atrium and trace lateral to the left ventricle. A new 24mm device was deployed and the effusion remained stable. The patient remained stable and was sent to the ICU. The patient was reported to be stable and no intervention was required.